Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-00446, 2134265-2009-00447, 2134265-2009-00448. It was reported that post a coronary stenting treatment procedure, pt death occurred. The pt had a non bsc stent implanted in an unspecified vessel and stent occlusion occurred. It is unk how soon afterwards the stent implantation, the stent occlusion occurred. The next day, the physician attempted to treat the stent occlusion with a 2.50x12mm liberte monorail coronary stent; however, the attempt was unsuccessful as the pt was already in critical status. A model 6f runway guide catheter, a pt2 moderate support guide wire and a 2.5x15mm maverick2 monorail balloon were used during the procedure as well. It was reported that the pt expired after the procedure. Additional info has been requested, but none has been received.